Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this lead was oversensing. The patient was eventually seen for a revision procedure where the lead was explanted and replaced. The lead was not returned. There were no additional adverse patient effects reported.

Event description:
Additional information was received during a call regarding whether this system was MRI compatible with a competitor lead. The new information indicated that the right ventricular (rv) lead that was previously revised two years ago was only partially explanted. It was also noted that the lead had observations of noise and was thought to be fractured. This fully intact lead was since returned to the manufacturer for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. Visual inspection of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was performed and passed, indicating no blockage in the lumen. Testing was completed to assess lead electrical performance and inner/outer insulation integrity, and measurements throughout these tests were within normal limits. Detailed analysis did not identify any lead characteristics to confirm the alleged observations from the field.

Event description:
Additional information was received during a call regarding whether this system was MRI compatible with a competitor lead. The new information indicated that the right ventricular (rv) lead that was previously revised two years ago was only partially explanted. It was also noted that the lead had observations of noise and was thought to be fractured. No further information was known.